Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported being recently hospitalized and treated for high blood glucose levels. Customer reported that the reservoir leaked at the transfer guard during filling. Customer received assistance with changing the set and was advised to return the reservoir. Blood glucose level was 289 mg/dl at the time of the call. No further information was provided.